Manufacturer narrative:
Reporter's full name and phone number were not provided, as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from italy that during pre-surgery testing it was observed that the keys on the battery handpiece device were locked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The handpiece device was evaluated and it was determined that the bearings of the device were not functioning. It was noted that the ball bearing was defective. It was further determined that the device failed pretest for check response of on/off trigger, check function of all modes, check of free moving, check proper function of the triggers, check for leakage, and marking and labeling. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.